Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 5 years since the subject device was manufactured. Based on the results of the investigation, although the bending section cover (a-rubber) was confirmed to be damage, the a-rubber falling off could not be reproduced. Therefore, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a folded and stretched distal sheath. An image guide was also found to be broken; the fog test had passed, and the back focus was misaligned. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the rhino-laryngo fiberscope, it was found that on the tip, the rubber was pulled over the distal end. There was no patient harm associated with the event.